Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reloaded the cartridge to resolve the issue, and was able to resume insulin therapy. There was no adverse impact to the customer's blood glucose level.